Event description:
It was reported that during the pre-procedure device preparation the pacemaker could not connect with rf telemetry. The pacemaker was not used. There was no patient involvement.

Manufacturer narrative:
The reported event of failure to interrogate through rf telemetry was not confirmed. Final analysis found that the device received from the field with battery voltage near beginning of life level. Electrical and mechanical analysis performed indicated normal functionality. Further interrogation using rf telemetry found normal telemetry communication with normal results. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.